Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and restorelle mesh products. Later the pt experienced urinary retention, a tight sling, mesh exposure, infection, pain, incontinence, dysuria and bleeding. A mesh revision was performed.